Manufacturer narrative:
Pt demographic info was not available at the time of this report. The system was evaluated at the site and found to be fully functional. The surgeon proceeded to wait an hour after an o-arm spin before navigating. During this time, the medtronic rep witnessed the residents bumping the pt frame multiple times which threw off the navigational accuracy. The staff was cautioned regarding the risk. A software investigation found that the reported event was related to a use error.

Event description:
A surgeon called medtronic to report an inaccuracy during surgery with the synergy 1.7 software. The surgeon obtained a fluoro shot to put in the plif cages which showed that the top (first screw) came out of the pedicle and traversed the disc space and went into the superior body. The surgery was discontinued. The revision surgery was completed without the use of the o-arm and the pt was reported to be fine.